Event description:
Customer reportedly received results of 254 mg/dl and 126 mg/dl within 10 minutes on the aviva system. No high blood symptoms reported. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. Controls were run and in range. Requested return of suspect device and replacement was sent.